Event description:
A mayfield modified skull clamp a1059 was reported to have slipped and caused a laceration to a patient. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.